Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti. Post procedure the port allegedly found slow infusion rate occurred. 2 months and 12 days post procedure the port was removed and found that the catheter was fractured. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a physician holding a catheter with both hands, and the fracture is clearly visible in catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture and restricted flow rate issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h1, h6 (patient, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti. Post procedure the port allegedly found slow infusion rate occurred. 2 months and 12 days post procedure the port was removed and found that the catheter was fractured. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a physician holding a catheter with both hands, and a fracture is clearly visible on the external portion of the catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture and restricted flow rate issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via right subclavian artery in the right chest wall using the powerport ti. On (B)(6) 2025, it was reported that the interventional radiology department assisted in removal and discovered the catheter was allegedly fractured. The current status of the patient was unknown.